Event description:
A malfunction was reported on the pump, identified by malfunction code 5, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact technical support if any further issues arose.